Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2018 revised and replaced on 12/01/2020 due to a tubing break. Additional information indicated that the tubing break was near the tubing/pump junction. A titan touch pump was received for evaluation. Examination and testing of the returned components revealed a separation in the longer pump tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed that the surfaces of the site of separation were rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic evaluation revealed surface abrasion on the pump inlet tubing and longer pump exhaust tubing, indicating repetitive contact between surfaces. Based on examination of the returned product, it was concluded that the abrasion marks noted on the pump inlet tubing and longer pump exhaust tubing may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress(s) to cause a separation in the longer pump exhaust tubing separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break occurred near the tubing/pump junction. The device was removed and replaced.